Event description:
It was reported that the enflate balloon would not deflate, resulting in additional intervention. An enroute enflate transcarotid rx balloon dilatation catheter was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. During removal, the enflate balloon would not deflate and caused a dissection in the internal carotid artery (ica). The physician used a stiff wire to puncture the balloon and removed it out through the enroute arterial sheath. The dissection was treated with a planned stent. Additionally, it was also reported that upon removal, the shaft of the enflate balloon was split in half.